Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on anterior, voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06 and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: void on valve texture side assessed as a workmanship. A sharp opening on anterior assessed as an unidentified (tear) opening. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order: (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory the device was reviewed, and it was found a void in valve side out of specification per qa199.06, assessed as a workmanship, which is not related to the reported complaint. According to the current risk documents the event of " void in valve " is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate. Additional, changed, and/or corrected data.

Manufacturer narrative:
Initial reporter name and address:: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured saline implant".

Event description:
Healthcare professional reported right side deflation. The device remains implanted.